Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 6 was inaccessible due to device not detected on bus error. The field service engineer (fse) tested drawer 6 and found all pockets were not on the bus. The fse removed the station back panel and observed no lights on the module controller. All cables and connections were checked and found to be secure. The station was rebooted, with no change observed. The fse replaced the failed module controller printed circuit board. The repaired drawer was tested and functioned properly in the hardware test application. The customer performed inventories in the repaired drawer, and it was confirmed to be working correctly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6 was inaccessible and displayed a "device not detected on bus" error. A restart was performed; however, the drawer remained inaccessible. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.